Manufacturer narrative:
B3: the event occurred on an unspecified date of december 2025. E1: initial reporter phone no.(additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set had dirt/other substance on ¿IV pigtail in packaging¿. The issue was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4, d9, h3, h4, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there were brown spots/debris on the side of the slide clamp. The set was subsequently removed from the packaging and examined under magnification. The observed debris was determined to be consistent with burnt plastic. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.